Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose levels reached 245 mg/dl which was addressed by administering manual injections. Customer was ultimately able to clear the alarms and resume insulin delivery. Reportedly, the customer will continue to use the pump for insulin therapy.